Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter pulmonary bioprosthetic valve, the valve was implanted into a pre-stented, failed non-medtronic valve with a broken valve ring. Post implant dilation of the valve was performed with a 24mm x 2 cm non-medtronic balloon up to 14 atmosphere (atm). Moderate central pulmonary regurgitation was observed on follow up angiography and the stent diameter was approximately 20-22 mm with no recoil. Intracardiac echocardiography (ice) was performed showing moderate leak through the leaflets that seemed secondary to lack of complete coaptation of the leaflets and the inner diameter of the stent measured approximately 18-19 mm. A second valve was implanted inside of the first valve reducing the regurgitation. The aorta was reported to be tortuous. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level, or presence of pre-existing patient conditions. Regurgitation related risks are documented in the risk management files. In this case, patient anatomy may have contributed to the events. The devices were not returned for analysis. If information is provided in the future, a supplemental report will be issued.